Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. No lot number was provided therefore, a review of the labeling cannot be completed.

Event description:
It was reported on (B)(6) 2025 that the device was no longer holding the wound together and the patient had a negative reaction. No additional information was provided.